Event description:
Per the audiologist, the patient showed no response when the cochlear implant system was activated. Results of an integrity test done in 2008, showed normal receiver/stimulator function. Reportedly, the surgeon believes the electrode array is incorrectly positioned in the cochlea. The patient is scheduled for explanation/reimplantation in 2008.

Manufacturer narrative:
This report was filed in 2008.